Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker had a syncopal episode during a nose surgery. The patient is pacemaker dependent and experienced three seconds of ventricular asystole due to farfield oversensing resulting in ventricular pacing inhibition. The device was reprogrammed to the 6th sensitivity rather than automatic gain control. The device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker had a syncopal episode following an unrelated surgical procedure on their nose. The patient is pacemaker dependent and experienced three seconds of ventricular asystole due to farfield oversensing resulting in ventricular pacing inhibition. Code blue was called. Cardiopulmonary resuscitation (CPR) was performed for several minutes and an urgent call was placed to the cardiology technicians. Upon arriving to the scene, the cardiac technicians the patient was being externally paced and no magnet was applied to the device. The captured electrocardiogram showed evidence of pacing inhibition with loss of capture (loc). The device sensitivity was reprogrammed, and the device remains implanted. Boston scientific technical services (ts) recommended educating the clinicians regarding device management for surgery specifically using magnets or reprogramming to prevent the risk of oversensing. Ts also noted during a review of the device data and until november 2019 this device paced 100% in the right ventricle (rv). However, since november 2019, there are occasional intrinsic beats and current rv pacing is 97%. Ts recommended at the next follow up to perform a through lead assessment including provocative maneuvers and assess impedance in threshold in both bipolar and unipolar configurations. Four years later this device was returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker had a syncopal episode following an unrelated surgical procedure on their nose. The patient is pacemaker dependent and experienced three seconds of ventricular asystole due to farfield oversensing resulting in ventricular pacing inhibition. Code blue was called. Cardiopulmonary resuscitation (CPR) was performed for several minutes and an urgent call was placed to the cardiology technicians. Upon arriving to the scene, the cardiac technicians the patient was being externally paced and no magnet was applied to the device. The captured electrocardiogram showed evidence of pacing inhibition with loss of capture (loc). The device sensitivity was reprogrammed, and the device remains implanted. Boston scientific technical services (ts) recommended educating the clinicians regarding device management for surgery specifically using magnets or reprogramming to prevent the risk of oversensing. Ts also noted during a review of the device data and until november 2019 this device paced 100% in the right ventricle (rv). However, since november 2019, there are occasional intrinsic beats and current rv pacing is 97%. Ts recommended at the next follow up to perform a through lead assessment including provocative maneuvers and assess impedance in threshold in both bipolar and unipolar configurations.